Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions was added to capture only one proglide device being used for the pre-close technique when the maximum sheath size used for the procedure was 9fr. The proglide instructions for use indicates: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with the proglide device using the pre-close technique prior to a carotid stenting procedure. The initial sheath size used was 6fr prior to insertion of the proglide devices. Reportedly, an anterior cuff miss occurred with one proglide device. The sutures of a second proglide were preplaced and hemostasis was achieved after the procedure. The maximum sheath size used during the procedure was 9fr. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.